Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6).

Event description:
It was reported that patient was experiencing pain at the spinal cord stimulation (scs) lead incision site. The patient underwent a revision procedure wherein the lead was repositioned. No further information has been obtained.